Manufacturer narrative:
In this case, there was no allegation or indication a device malfunction contributed to this event. The root cause for the observed regurgitation remains indeterminable but was likely due to suture looping occurred at the time of the implant. Echo images showed abnormal leaflet motion and severe central mitral regurgitation very early after bioprosthetic mitral valve replacement which was a concern for possible suture loop(s) as an underlying etiology suture looping occurs when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. Edwards¿ pericardial mitral valves utilize the tricentrix holder system to minimize suture loop and chordae entrapment. As you may already know, it is important to maintain tricentrix deployment until all annular sutures are tied. It may be helpful to know, if leaving the holder and handle in place obstruct your view while tying the annular sutures, you may tie the sutures adjacent the each stent post before cutting the three holder attachment threads to remove the holder. If the deployed holder attachment threads are cut before these adjacent sutures are tied down, the holder can no longer minimize the potential for suture looping around the stent posts.

Manufacturer narrative:
Edwards received additional information that this device was explanted. The surgeon was not willing to provide additional information or the explanted valve for return and evaluation. It was reported that the healthcare provided did not think that the issue was related to the edwards device.

Manufacturer narrative:
(B)(4). Regurgitation/insufficiency of aortic and mitral valves may be caused by many different root causes. As the device was not returned for evaluation, the root cause for the regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 25 mm valve showed signs of moderate central regurgitation and high gradients after an implant duration of seven (7) days. The indication for initial replacement was coronary heart disease and mitral valve insufficiency, the procedure was successful. During a echo routinary checking, it was detected moderate regurgitation and an increase in the peak velocity. The physician suspected central regurgitation due to leaflet prolapse. Echo images were provided for analyzing. A redo surgery was being considered. At the time of the reported event, the subject device was still implanted.